Event description:
It was reported that the patient experienced discomfort, and fell down twice due to syncope. The ventricular lead exhibited less than 200 ohms impedance and was not pacing in the bipolar mode. The lead was reprogrammed to the unipolar configuration, but still did not pace when the patient was in certain positions. It was noted that during the explant procedure, the lead came out without unscrewing the helix.

Manufacturer narrative:
Final analysis found the proximal and distal insulations to exhibit clavicular crush damage at 35-35.7 cm from the connector pin. As a consequence of the damaged inner insulation, a short circuit occurred between the distal and proximal coils, which could cause the reported low impedance.